Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient (the patient's mother) contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping enhanced meter would not power off. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter would not turn off during the morning of (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. Prior to the start of the alleged issue with the meter, the reporter indicated that the patient was "lethargic and thirsty", had "extreme high glucose above 33.3 mmol/l" and was "positive for ketones." The reporter indicated that due to the meter not turning off, there was a delay in delivering a bolus dose of 12 units of novorapid insulin to treat the patient's symptoms. During the call with the csr, the reporter also indicated that she planned to call the patient's doctor "for recommendation of treatment." At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The csr educated the reporter on the meter's behavior and auto-shutoff and the issue was resolved. Replacement products were sent to the patient. Although the patient had signs and symptoms suggestive of severe hyperglycemia, the patient was already symptomatic prior to the start of the alleged issue. However, this complaint is being reported as an adverse event as the reporter claimed that the alleged power issue contributed to a delay in treating the patient's symptoms.